Manufacturer narrative:
This is report 14 of 15 for this facility and aware date. The customer reported a suspected false (incorrect) positive result on a rapid result covid test system on an individual asymptomatic patient. Repeat testing of the nasal swab sample with a testing platform of another make and model produced a negative result. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was negative. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
This is report 14 of 15 for this facility and aware date. The customer reported a suspected false (incorrect) positive result on a rapid result covid test system on an individual asymptomatic patient.